Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was discovered to have a conductor fracture during an upgrade procedure. It was suspected to have occurred prior to the pocket being opened. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.